Event description:
It was reported that the patient with this electrode stated feeling almost like a burning sensation in the electrode area. The patient was told that should either pain medication or change out device. This electrode remains in service. No adverse patient effects were reported.